Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI #: (B)(4). The manufacturer¿s device registration system indicates that a catheter pump segment revision kit was used on (B)(6) 2019 to revise the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that per the patient¿s mom, after refills, the patient got very somnolent and loose in the upper extremities. The patient had appeared overdosed a couple of times and had been in the hospital following the refills. The reporter interrogated the pump logs and the logs look normal. They had not done a cap (catheter access port) aspiration or a dye study. The reporter was unsure whether there had been volume discrepancies at refills or whether the hcp had ruled out a pocket fill or when the issue first began. On (B)(6) 2019, the patient was taken in for a catheter revision. The hcp was able to aspirate from the cap prior to the catheter revision and after. When they opened the pocket, there appeared to be a kink in the pump segment of the catheter at the pocket site. Additionally, the pump connector site appeared to be leaking. No further complications were reported/anticipated.